Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was placed in the left ventricle at implant. The error was observed during a transesophageal echocardiography test four months later. A revision procedure was scheduled to reposition this rv lead, but during the procedure helix retraction difficulty was encountered. This rv lead was explanted and replaced. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A laboratory technician tested the helix mechanism and found it was nonfunctional, likely due to the stretched state of the helix upon return. Laboratory testing confirmed the reported clinical observations.